Event description:
PICC line occluded while infusing rifampin dose. 32ml of 55ml infused when line occluded. Unable to clear. Line discontinued. New PICC placed. Two days later while infusing rifampin of same lot#, new line occluded again. Required line removal.